Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The inverter board functionality verification failed. Additionally, the power up cycler verification failed as the screen was blank. The ¿stop¿ and ¿ok¿ buttons lit up, however there was no display and the screen functions could not be configured. It was identified that the cause for the blank screen was due to a burnt coil on the transformer of the inverter board. The inverter board will be replaced in production during the refurbishing process. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler turned black during drain 2 of 5. The buttons on the cycler would not light up, however would make a sound when pressed. The patient reported that they stayed connected to the cycler until they completed treatment. The cycler was plugged into a three prong wall outlet that was shared by a lamp. The technical service representative advised to connect the cycler into an unshared three prong wall outlet. It was reported that there were no power outages or bad weather in the area. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they had manual supplies to complete their treatment. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.